Manufacturer narrative:
A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. One phaco tip was returned for evaluation. A visual inspection of the phaco tip was performed and the tip was deemed conforming. The bevel is acceptable. The phaco tip does show slight wear on the threads and flange from being on a handpiece. The complaint evaluation cannot confirm the phaco tip has a blunt tip. The phaco tip met specification. The reason for why the customer thought the device had a blunt tip cannot be determined from this evaluation. No specific action with regard to this complaint was taken because the phaco tip was manufactured to specification. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the phaco tip was blunt and seemed reused during a cataract procedure with intraocular lens implant. The procedure was completed without exchanging the phaco tip. There was no impact to the patient. Additional information was requested and received.